Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used within the same patient. Refer to manufacturer report # 3005099803-2016-00940 and 3005099803-2016-00924 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2016, that two wallflex¿ biliary rx uncovered stents were to be used to treat a 2 cm malignant stricture in the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician fully deployed a wallflex biliary rx stent (the subject of MFR. Report# 3005099803-2016-00940); however, the stent did not release from the catheter. Consequently, the catheter was difficult to remove. The stent was removed from the patient fully deployed on the delivery system. A second wallflex¿ biliary rx stent (the subject of MFR. Report#3005099803-2016-00924) was then used. This stent was able to partially deploy; however, the catheter would not slide to open up the stent and it was noted that the was catheter kinked. The second wallflex¿ biliary rx stent was removed from the patient partially-deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallstent biliary rx stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent fully constrained within the catheter, and was attached to the reconstrainment band. There was severe damage to the sheath at the guide wire port and a curve in clear distal sheath. In addition, a small kink in distal sheath about 5mm from the proximal tip was noted. During functional analysis, the stent was attempted to be deployed using the handle but the inner shaft came out from the guide wire port. The stent was not able to be deployed. No other issues were identified during the product analysis. The noted damages to the inner shaft suggests that the inner shaft was stretched when it was being deployed within the patient during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
Note: this report pertains to one of two devices used within the same patient. Refer to manufacturer report # 3005099803-2016-00940 and 3005099803-2016-00924 for the associated device information. It was reported to boston scientific corporation on march 25, 2016, that two wallflex¿ biliary rx uncovered stents were to be used to treat a 2 cm malignant stricture in the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician fully deployed a wallflex biliary rx stent (the subject of MFR. Report# 3005099803-2016-00940); however, the stent did not release from the catheter. Consequently, the catheter was difficult to remove. The stent was removed from the patient fully deployed on the delivery system. A second wallflex¿ biliary rx stent (the subject of MFR. Report#3005099803-2016-00924) was then used. This stent was able to partially deploy; however, the catheter would not slide to open up the stent and it was noted that the was catheter kinked. The second wallflex¿ biliary rx stent was removed from the patient partially-deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.